Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10, e1 and h6. B5: upon follow up, it was reported that the cause of peritonitis was unknown. The peritonitis was manifested by cloudy effluent and fever. The same day as peritonitis onset, the patient was hospitalized for the event. Amikacin was given once daily. Flucanozole as taken orally. It was reported that on an unknown date, the patient recovered from cloudy effluent and peritonitis. At the time of the report. The patient was recovering from fever. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with injection vancomycin (1gm intraperitoneal, after 3 days), injection amikacin (150 mg intravenous) and tablet fluconazole (150mg once a day) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.